Event description:
It was reported that a patient was implanted on an unknown date, and was returned to the operating room on (B)(6) 2013 to remove a tibial nail and proximal screw. The nail and screw were removed at the request of the patient due to unspecified knee pain. The hardware removal was reportedly successful. This report is for one unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of event: unknown. Add'l info: this report is for one unknown screw/unknown lot. Implant date: unknown. PMA/510(k): unknown. Device was used for treatment, not diagnosis. Placeholder.